Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The unit was restarted and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and lost the ability to ventilate as expected. There was no report of patient injury.